Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that the customer received emergency medical assistance due to low blood glucose, with unknown blood glucose levels at the time of the incident. The customer caller stated the incident was with their old pump that was broken. The customer was at 46 mg/dl on the morning of the call. The customer used food to treat the recent low. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.